Event description:
It was reported that the right atrial (ra) lead was oversensing and the right ventricular (rv) lead had high impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.